Event description:
Per complaint (B)(4), patient experienced lack of primary stability.

Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Reviewed attached customer feedback form: yes. Contraindications relevant to failure: n/a. Part number: 825211. Revision: a. Appearance: implant received in good used condition. Specification should be: length: .453 ± .003, specification as found: .4533, diameter: .2031 ± .0005, specification as found: .2034. Comments: implant meets all applicable specifications. Date of inspection: 10/15/19.